Event description:
The customer reported that during volume verification, using summit sample handler, there were drops at the ends of the tips and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 00-01292-03.